Event description:
It was reported that during a routine follow up, lead noise was noted on the rv lead. An externalized conductor on the lead was also confirmed via fluoroscopy. No symptoms were reported. The lead was capped and replaced on (B)(6) 2017. The procedure went well and the patient was stable.